Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator failed for pressure transducer test during pre-use check. The expiratory cassette membrane was found poorly assembled in its seat and was reseated. The ventilator passed all functional and safety tests and was cleared for clinical use. The reported technical error code indicating a power error could not be duplicated. No ventilator logs were provided. The root cause of the reported technical error code has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).